Event description:
Physician provided feedback that plasmablade causes more bleeding versus traditional electrocautery. The doctor took no additional steps or intervention during the procedure to control bleeding.

Manufacturer narrative:
(B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.